Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 24 mm amplatzer muscular vsd occluder was chosen for implant using a 10f amplatzer torqvue delivery system. During the procedure, while the device was being deployed, it was observed by the physician that the device deformed into a cobra shape. Despite multiple deployment attempts, the outcome remained unchanged. The deformed device was never released from the delivery cable while inside the patient. There were no interactions with the cardiac structures during deployment and no angulation / kink was noticed in the delivery system. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.